Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient accidentally cut into the outer driveline casing while performing a routine driveline dressing change. The system controller history showed a pump stoppage for approximately 6 minutes along with red heart and low flow hazard alarms. The patient was asymptomatic and maneuvered the driveline until pump power was resumed. The patient went to the emergency department where the driveline was splinted. Evaluation of the driveline by the manufacturer's technical services confirmed the damage and a driveline repair was successfully completed.

Manufacturer narrative:
Approximate age of device: 10 days. Device evaluation: the reported damage was confirmed at the time that the patent's driveline was repaired. Photographs of the cut through the white silicone jacket of the driveline confirmed breaches to the red and orange wires. These wires redundantly support the pump motor phase 3. Testing of the replaced portion of the driveline did not find any discontinuities or shorts. There was no breakdown of the braided sheath and there was no evidence of mechanical damage. However, if the exposed conductors of the red and orange wires contacted the braided shield while operating on a tethered power source, such as the power module, the resulting short to ground would have resulted in the red heart alarms and pump stop that was confirmed through the evaluation of the log file. A review of the device history records revealed the device met applicable specifications. No further information was provided. The driveline was repaired and the patient remains ongoing on lvad support with no further issues reported. The manufacturer is closing the file on this event. Placeholder.